Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the system generated error 25594 on the endoscopic control manipulator (ecm). The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted troubleshooting and recommended to perform an emergency power off of the system. However, the issue persisted. At that time, the surgeon made the decision to convert the procedure to a laparoscopic surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To resolve the issue, the fse replaced the following the ecm, essj, the rac, and the fiber optic cable. Some were replaced as a precaution. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.

Manufacturer narrative:
A follow-up MDR will be submitted if any additional information is received. The endoscopic control manipulator (ecm3) was returned for failure analysis but the reported failure could not be reproduced. However, the error was confirmed as having occurred via the system logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle, matlab and test drive were performed without any issues. As a precaution the main wire harness was replaced. This ecm3 was found to be no trouble found. The essj and the rac were replaced as a precaution and both were found to be no trouble found. The fiber optic cable, which was also replaced in the field as a precaution, had was internal damage found. When the cable was wiggled the image was blinking, thus, the part was scrapped.